Event description:
Baxter (B)(4) received a report that a 5 ml/hr large volume infusor overinfused during patient use. The total fill volume of 300 ml was infused over the course of 20 hours rather than 36 hours. The contents of the device are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of an overinfusion was not confirmed. Visual examination of the sample showed no signs of physical abnormality. An accuracy flow test was performed on the unit for 43.5 hours. At the end of the flow test period, the unit produced the following flow rates: calculated flow rate = 4.93 ml/hr, normalized flow rate = 5.05 ml/hr, specification range = 4.50 - 5.50 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.